Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of damaged system controller power cables was confirmed via evaluation of the returned system controller (serial number: (B)(6) ). Visual inspection of the returned system controller revealed tears in the outer jackets of both power cables. The strain relief on the connector side of the white power cable was also broken and a kink in the white power cable at the strain relief on the connector side was observed. No other power cable damage was observed. The observed damage did not affect the functionality of the controller during testing. The returned controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The outer jacket was removed from the power cables for further inspection at the location of the observed tears and kink and no damage to the underlying wires was observed. The log file downloaded from the returned controller contained approximately 5 days of data 01jan2020 ¿ 06jan2020 per the timestamp). The data in the log file did not indicate any issues with the system controller. The driveline was disconnected on (B)(6) 2020 at 16:24:01 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
The patient remains ongoing with a new controller. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that there was damage to the system controller power cable; the controller was exchanged. No further information was provided.